Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm permanent cautery spatula (pcs) instrument to perform failure analysis. Failure analysis investigations did not confirm the customer reported complaint. The instrument was analyzed visually and it did not reveal anything unusual. The instrument was placed and driven on an in-house system. It passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The monopolar energy cord was connected to an in-house generator and it passed recognition as an energy device. The instrument passed an electrical continuity test. Additional observation: there were scratch marks/abrasions on the main tube. Main tube extension scratch marks measured roughly 10mm x 5mm. There was no material missing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm permanent cautery spatula (pcs) instrument had a broken cable. The procedure was completed with no reported injury. No fragment(s) fell into the patient's anatomy.